Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. The seat positioning strap that was returned did not seem to be the appropriate factory-installed part for an invacare fdx-cg wheelchair, but it did exhibit signs that a clip and/or bracket may have been missing. However, since the clip/bracket was not returned, it could neither be confirmed nor refuted that the clip/bracket broke, as was alleged. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. User¿s manual review 1143155 rev. O. (Page 15) as of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare¿s position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems. (Page 18) the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. The seat positioning strap that was returned did not seem to be the appropriate factory-installed part for an invacare fdx-cg wheelchair, but it did exhibit signs that a clip and/or bracket may have been missing. However, since the clip/bracket was not returned, it could neither be confirmed nor refuted that the clip/bracket broke, as was alleged. Dealer is stating that the end user was involved in a car accident, stating that the end user was sitting in his fdx in a handicap bus with a lift, when the bus hit another vehicle. The end user was thrown out of his chair into another wheelchair. End user was wearing his push button seating strap, but the plastic clip where it attaches to the chair is what broke. End user weighs (B)(6) and the thrust of his weight is in the accident is what caused it to brake. Dealer is alleging that his nose is broken, concussion and 20 to 40 stitches across his face. End user was taken by ambulance. Due to hipaa, dealer was not able to provide name.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user was involved in a car accident, stating that the end user was sitting in his fdx in a handicap bus with a lift, when the bus hit another vehicle. The end user was thrown out of his chair into another wheelchair. End user was wearing his push button seating strap, but the plastic clip where it attaches to the chair is what broke. End user weighs (B)(6) lbs and the thrust of his weight is in the accident is what caused it to brake. Dealer is alleging that his nose is broken, concussion and 20 to 40 stitches across his face. End user was taken by ambulance. Due to hipaa, dealer was not able to provide name.